Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, high capture threshold was observed. The patient was transferred for right ventricular lead revision. During lead repositioning, the lead had moved past the cardiac silhouette and perforated into the pericardial space. The helix could not be deployed. The lead was explanted and replaced. After the procedure, pericardiocentesis was performed to stop the patient's blood pressure from dropping and to resolve the discovered effusion. The patient recovered and is doing well.